Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/09/2017 with the following findings: evaluation revealed a cracked battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/09/2017.